Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) india alleging the onetouch select simple meter is giving inaccurate high reading of 422 mg/dl compared to normal reading/feeling. Based on the alleged blood glucose reading, the patient's hcp increased his dosage of nova rapid from 2 units to 10 units. Approximately 3-4 hours later, the patient had symptoms of feeling uneasy and sweating. The patient was tested in the lab at 142 mg/dl at the time of concern and reportedly is fine now. During troubleshooting, the patient reportedly did not have any control solution to perform a quality test. The test strips were within the discard date while the unit of measurement was correctly set at the time of concern. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after he received insulin treatment based on the alleged inaccurate high result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint failed testing. The test strips were found to have been exposed to too much moisture. The meter passed testing wtih no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.